Event description:
It was reported, the camera head required the cable to be examined due to it being broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the unit failed a water leak test from the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.